Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-jun-2020, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is loose, rattling¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and spinal pain. The patient's representative reported that the communicator port was coming loose and moving around, and it had not been charging since last week or two weeks ago. The caller stated that inside the communicator was loose. A replacement communicator was requested from the repair department because the communicator was loose inside, and the port was moving around.